Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out. Additionally, the patient having contraindicating conditions has been ruled out. However, the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Although the cause of the reported issue is unknown, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their arm was painful, swollen, and purple in color. The patient was advised to seek immediate medical attention and the implanting clinician will meet with the patient on (B)(6) 2025. The patient came in to the clinic on (B)(6) 2025 for device activation. The patient reportedly attended accident and emergency (a&e) on (B)(6) 2025 and was given antibiotics. However, they were never tested for infection. The swelling and pain have both massively decreased and the wounds looked good. The patient is still experiencing some sensitivity on the outside of their arm and they will be reviewed again by the medical team on (B)(6) 2025. The patient followed up on (B)(6) 2025. The clinician was no longer concerned about the patient and they are now only following up for routine therapy benefit reasons. No further issues have been reported.